Event description:
Legal counsel for the patient alleges that patient underwent bilateral total hip arthroplasty and reports patient allegations of elevated metal ion levels, pain, swelling, inflammation, dysfunction, lack of mobility and tissue/bone destruction. Review of invoice history confirms the right hip arthroplasty procedure occurred on (B)(6) 2008 and the left hip procedure occurred on (B)(6) 2008. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." The following could not be completed with the limited information provided. Date of event - n/a; date explanted - n/a. The report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 3 of 6 mdrs filed for the same patient (reference 1825034-2012-02523/ 02525 and 01858-1 / 01860-1).